Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed a lens where the optic was cut in half. No optical deviations on the received optic parts could be found. The condition of the lens received is a result of the explant process and not the condition of the lens when it was used in the patient. Diopter verification could not be performed due to the condition of the lens received. A review of the manufacturing records showed no deviations or nonconformities. The diopter measurement records from this particular lens were verified and shown to be within specifications. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.

Event description:
It was reported that the patient underwent explant of the intraocular lens (iol) due to findings at the patient''s one (1) month post operative visit to include visual acuities at -2.50 -1.25 @35 and the lens had rotated from 47 degrees to 55 degrees. Doctor felt the lens chosen had overcorrected the patient.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Corrected data: information known but not presented in the initial report: after the intraocular lens was explanted from the patient's right eye, it was replaced with a zcb00 +20.0 diopter lens. Expiration date 011/14/2016. Manufacture date: 12/14/2012. All pertinent information available to the manufacturer has been submitted.